Event description:
Attended chiropractor appointment (B)(6) 2025. I handwrote on the patient paperwork I filled out prior to the appointment expressing that I did not consent to xrays due to possibility of potential pregnancy. Verbalized to chiropractor that I thought I was pregnant during conversation in his office. Chiropractor applied tens unit via electrodes to my lower back and bilateral hips and electrical currents were delivered as part of his recommended therapy. Sustained miscarriage (B)(6) 2025 - the exact cause is unknown. Best practices advise against use of tens unit during first trimester pregnancies - specifically, you are not to place electrodes on lower back or hips due to potential safety risk. I handwrote on my patient paperwork and verbalized the possibility of a potential pregnancy for this chiropractor prior to receiving any treatments. Had I known that I was actually pregnant, I would have never agreed to this treatment being used.